Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 26-jan-2016: (B)(4). Control examination via plain abdomen x-ray performed in (B)(6) 2011 showed well placed essure inserts, in association with bleeding. Hysterography was performed and the report mentioned normal cavity and tubal obstruction but no description of essure inserts. Films of the hysterography were not received by the investigator. The last time the investigator saw the patient was in (B)(6) 2011 so she did not know if the patient underwent further investigation tests. Two years after essure insertion, the patient reported having lost one essure insert because she saw a piece of metal in the toilets. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-jan-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and experienced postoperative bleeding. Additionally, she had a loss of two parts (regarded as device breakage). The reported device breakage is listed according to product technical analysis (ptc) and was considered non-serious; while the other event was considered serious due to medical importance and is listed in essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Therefore, causality between the reported bleeding and the suspect insert cannot be excluded in this case. Regarding the remaining event, single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, although limited information was provided and the exact mechanism of the reported event is not known; given its nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as an other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2010 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information received on (B)(6) 2011 and (B)(6) 2013. On (B)(6) 2013 follow-up information received qualifies this case as an other reportable incident. Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). Patient's medical history included one elective abortion, one child, combined pills (also used as back up contraception during three months after essure procedure) and menstrual pain. Her last menstrual period, before essure placement, occurred on (B)(6) 2010. On (B)(6) 2010, a first attempt to insert essure was performed. Uterine condition was normal and both ostium were visualized. It was not easy to introduce catheter in tubes due to poor visualization on left side and spasm on right side. Bilateral placement was not achieved. The procedure took 12 minutes. Patient experienced post procedural pain. On (B)(6) 2011, a new essure insertion attempt was done. It was easy to introduce catheter into the tubes and bilateral placement was achieved. There were 2 coils visible in uterine cavity on left side and 3 on right at the end of the procedure. The procedure took 5 minutes and patient presented post procedural pain. On (B)(6) 2011, radiography was performed and showed inserts symmetric, with distance of proximal portions < 4 cm and 4 markers well placed. During consultation on (B)(6) 2011 patient complained of bleeding. On (B)(6) 2011 a hysterosalpingogram was performed and revealed inserts in place with bilateral occlusion. Investigator considered the final result of the procedure as a success. On (B)(6) 2012, patient experienced menstruations heavier for 8 days, loss of two parts (difficult examination but it seemed to work). On (B)(6) 2013, patient reported stomach aches, painful menstruation periods and headaches. Additional information received on (B)(6) 2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and experienced postoperative bleeding. Additionally, she had a loss of two parts (regarded as device breakage). The reported device breakage is listed according to product technical analysis (ptc) and was considered non-serious; while the other event was considered serious due to medical importance and is listed in essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Therefore, causality between the reported bleeding and the suspect insert cannot be excluded in this case. Regarding the remaining event, single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, although limited information was provided and the exact mechanism of the reported event is not known; given its nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as an other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Follow up 13-jun-2016: quality-safety evaluation of ptc (updated) ptc global number: (B)(4). No device was returned to investigation we are not able to relate the complaint to a quality issue of the used device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-jun-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She had essure (fallopian tube occlusion insert) inserted and experienced postoperative bleeding. Additionally, she had a loss of two parts (regarded as device breakage). The reported device breakage is listed according to product technical analysis (ptc) and was considered non-serious; while the other event was considered serious due to medical importance and is listed in essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Therefore, causality between the reported bleeding and the suspect insert cannot be excluded in this case. Regarding the remaining event, single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, although limited information was provided and the exact mechanism of the reported event is not known; given its nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as an other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The performed ptc analysis investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.